Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for generator change procedure. It was noted that the right ventricular lead was capped and replaced on (B)(6) 2018. Further information was requested but not received.